Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident ceramic on ceramic hip system." It was further alleged that, "the pt is experiencing significant squeaking and discomfort in the area of her hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. The devices are not available due to the ongoing litigation.